Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that the meter gave erratic readings. The medical affairs specialist was not able to contact the pt or reporter to obtain/clarify info. The reporter stated the pt obtained erratic readings one to one and a half years ago. The erratic results the reporter was alleging were not provided. The reporter states that sometime after the issue the pt felt symptoms of "hot, sweaty, and dazed." Due to the issue with the lifescan product, the pt took a decreased dose of her lantus insulin. She took 5 units due to the issue and it is unk how many units she normally takes. The pt did not seek any medical attention as a result of the issue. It would be helpful to know when the symptoms exactly started, what her normal diabetes medication regimen is, how she adjusts her doses based on meter readings, if she ate any less or more before experiencing symptoms, how she treated the symptoms, and whether the symptoms happen frequently. It was determined during the troubleshooting telephone call the pt's testing technique was incorrect. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because it was alleged that the pt obtained inaccurate readings and felt symptoms that can be indicative of hypoglycemia after the issue began.